Event description:
Caller states, the patient tested 4.6 inr on the coaguchek s system and 3.1 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.